Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred and pump touchscreen was unresponsive. Pump system check with tandem technical support did not identify location of blockage. Customer changed pump supplies and insulin delivery was resumed. Customer declined to provide further information regarding the touchscreen and declined troubleshooting. Customer's blood glucose was 277-306 mg/dl.